Manufacturer narrative:
The field service engineer (fse) replaced the sipper nozzle and pinch tubing. Ise check results were stable and calibration was successful. The customer has not had any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Qc at the end of the day was outside of the acceptable range low and the customer repeated patient samples. Patient 1 initial result was 127 mmol/l. The repeat result was 133 mmol/l. Patient 2 initial result was 130 mmol/l. The repeat result was 147 mmol/l. Patient 3 initial result was 131 mmol/l. The repeat result was 137 mmol/l. The initial results were reported outside of the laboratory. Upon repeat testing, corrected results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.